Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported performa system blood glucose results of 341 mg/dl and 118 mg/dl within 1 minute. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.